Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant started priming and inserting an impella cp for support in a patient admitted with an acute myocardial infarction/cardiogenic shock. A situation was noted to have occurred that was an "emergency" and at the time of starting the priming, the purge failed and the pump would not start. The team troubleshoot by replacing the automated impella controller (aic) but the second aic failed also so the team went back to the first aic and got the pump started for patient support. The pump supported for days and the patient was transferred from the community to the tertiary center. No patient harm was reported.